Event description:
Pt underwent generator explant surgery due to infection at the chest incision site. It was reported that the chest incision site did not heal property after implant and that there were several pus pockets around it. The infection was initially treated with antibiotic therapy, after which it reportedly seemed to be improving. The infection then recurred, resulting in explant surgery and I&d. Only the pulse generator was explanted. The pt had reportedly irritated/scratched at the incision site. At the time of initial implant surgery, both preoperative and intraoperative antibiotics were utilized. The vns therapy system tunneling tool was used as a single-use-only device during the procedure. The pt had not undergone any other surgical or dental procedures or invasive monitoring either three months pre or post vns implant surgery; however the pt is also implanted with a ventriculoperitoneal shunt. Treating physician indicates that the event is believed to be related to the surgical procedure. The infection has reportedly resolved.

Manufacturer narrative:
Product analysis results will not change the conslusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. H.6. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery. H.6. The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents with partial onset seizures that are refractory to antiepileptic medications. Treating physician believes that the infection is related to the surgical procedure.